Event description:
The rn reported a home patient (hp) with a minicap which became disconnected from his transfer set. At the time of this incident, the hp had not initiated dialysis, but was going to the clinic for routine catheter flushes. The minicap sample was discarded by the hp. The rn changed the transfer set and reported no pt injury or medical intervention related to this incident.